Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street, suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue on (B)(6) 2026, as the infusion set patch did not stick to the skin upon insertion, which resulted in high blood glucose. The event was treated with a correction injection via mdi (multiple daily injections).